Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt's recharge burden had increased, she was unable to recharge, and the physician decided to replace the ipg. It was reported the pt had been without stimulation for 3 weeks. The sjm rep was notified and the ipg was replaced on (B)(6) 2011. It was reported the pt had effective stimulation postoperative.